Event description:
It was reported that the user experienced an infusion issue with the ilet infusion set and could not observe insulin drops during priming despite multiple supply changes and a factory reset, consistent with an occlusion that only resolved after changing supplies. Customer care provided assistance and support which included guided troubleshooting, dry-run priming, repeated set and connector changes with product from different lots. Investigation of this case revealed persistent flow failure through the inset and connector that did not resolve with additional new sets on hand. No clinical symptoms associated with difficulty delivering insulin through the set with no evidence of insulin flow. Outcomes included transition to backup therapy and shipment of replacement supplies. It was concluded that the event was related to the infusion set/connector not permitting insulin flow, and resolution required replacement supplies.